Event description:
Dealer alleges there is a plastic collar that goes around the frame and the arm extension that is broken. New out of box on order (B)(4). The collar is at the top part of the frame. Not a part of the backrest assembly. Entire device must be replaced.